Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with an infusion set after a supply change, with troubleshooting indicating a likely infusion site insertion issue and uncertainty whether up to 31 units delivered during a tubing test reached the body. Symptoms included not feeling well and elevated capillary blood glucose values up to approximately 300 mg/dl. Outcomes included stabilization of blood glucose after reverting to multiple daily injections and consultation with the healthcare provider. Investigation included customer support troubleshooting and follow-up. Investigation of this case revealed that insulin was not received during the attempted delivery and that the infusion set might not have been inserted correctly. It was concluded that the event was hyperglycemia with an unclear cause, with contributing factors likely related to infusion set placement or tubing delivery uncertainty. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed